Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently delivered approximately 0.9 units of insulin during a fill-tubing step while connected to the infusion set and subsequently experienced low blood glucose, which she treated with oral carbohydrate. Symptoms included not feeling well consistent with hypoglycemia. Outcomes included self-treatment with soda, blood glucose improvement from 61 mg/dl to 86 mg/dl, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer care troubleshooting and education regarding proper fill-tubing technique and the risk of insulin delivery while connected. Investigation of this case revealed user error related to filling tubing while connected to the infusion set, which is consistent with known risks when performing this step connected. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set and cartridge handling.